Event description:
It was reported that a "speaker malfunction" inop was continuously displayed on the intellivue mp50 patient monitor and no sound was coming from the device. The device was not in use.